Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with silkam suture. The client reported that the box label does not match the product inside. The box is labeled as silkam reference c0262099 and lot number 619345. However, when opening the product box, there are 24 pouches instead of 36 of the silkam reference 0264679 and batch 619345. There is no patient involvement.

Event description:
It was reported an issue with silkam suture. The client reported that the box label does not match the product inside. The box is labeled as silkam reference (B)(4) and lot number 619345. However, when opening the product box, there are 24 pouches instead of 36 of the silkam reference (B)(4) and batch 619345. There is no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 756 units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received one box labeled as silkam black 1 (4) 150cm; code c0262099 and batch 619345 that contain 24 pouches (1 pouch was empty) of silkam 0 10x75cm; code 0264679 and batch 619345. Upon investigation, it has been determined that this mix-up probably took place during the reconditioning of the product. We assume that this is a human error and that a box containing 24 units of code 0264679 was labelled as code c0262099 by mistake and the staff involved did not notice it. We have informed the personnel involved about this incidence. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.